Event description:
It was reported that during an implant procedure, after placing this right atrial (ra) lead, the patient's blood pressure dropped, and no pulse was detected. A code was called, and cardiopulmonary resuscitation and other life-saving measures were taken to help revive the patient, however they ended up passing away on the table. Prior to implant, the patient was reported to have had complete heart block. The ra lead remains in situ and no additional adverse patient effects were reported.